Event description:
It was reported that a patient underwent a bowel resection procedure on (B)(6) 2011 and suture was used to close fascia in a continuous suture line and was tied to itself. The suture broke after two throws of the knot. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. One end was needled, while the other end was broken with manipulation memory suggestive of knot tying. The force required to cause the breakage could not be determined. Representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.